Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/17/2016 with the following findings: a review of the pump black box data revealed 0.00u basal rates in the basal history that were associated with manual pump suspends, cartridge changes, and fill cannula steps. During testing, the pump was programmed with a 1.0u/hr basal rate and exercised 24 hours; at end testing the basal history calculated correctly and showed 1.0u and total daily dose of 24.0u. No changes to the programmed basal rate occurred during 24 hour testing. The pump performed according to required specifications. There were no hypersensitive keys were observed on the keypad; all of the keypad buttons responded appropriately during testing. The complaint of a history settings issue was duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were basals with zero values in the basal history. The patient's blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.